Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the customer contacted philips and reported that motorized movement was partially only available. However, after the service request was opened, the customer informed philips that the issue had been resolved. Philips has not received any additional information on the issue, troubleshooting, or clinical usage/outcome of the system. Philips did not work on the system as the service order was cancelled. To date, no further reoccurrence of this issue has been reported to philips. The codes were updated based on the investigation outcome. H3 other text : on-site evaluation declined; issue resolved, no further information available.

Event description:
It has been reported to philips that the motorized movements were unavailable. No harm has been reported to philips. Philips has started an investigation of this complaint.